Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis and underwent a visual and tactile examination. The balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon pinhole was noted, located approximately at the proximal markerband. The rated burst pressure for this device as per hub is 20 atmospheres. No kinks or damages were noted on the shaft and tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
Reportable based on the device analysis completed on 30may2024. It was reported that balloon leak occurred. The target lesion was located in the coronary vein, and the patient underwent a transjugular portal shunt. An 8.0 x 60, 135cm mustang balloon catheter was advanced to dilate a non-boston scientific stent. During the procedure, indirect portal vein angiography was conducted to visualize the relationship between the portal vein and the liver vein. Direct portal vein angiography revealed that the main portal vein was unobstructed, though the gastric coronary vein appeared thickened and sluggish. Portal pressure was recorded at 37 mmhg. However, upon inflation, the balloon leaked, and pressure could not be maintained even after the balloon was removed from the patient. The device was replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable. However, device returned analysis revealed a pinhole.